Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that 7 months after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a reoccurrence of atrial fibrillation (a fib). The patient was hospitalized once the afib was confirmed by electrocardiogram. They underwent a re-ablation procedure the next day and they were discharged the day after the procedure. The episode is considered resolved with no further patient complications reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.